Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. Device evaluated by MFR: the device was returned for evaluation. Sas per specification, this device is compatible with a 5fr sheath. It is not possible to carry out a sheath insertion test due to a tear in the balloon material. The sheath used by the customer was not returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 7mm in length and was located in the mid region of the balloon. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30sep2025. It was reported that difficulty advancing in the sheath occurred. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During advancing into the sheath, it was noted that there was a lot of resistance. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a tear measured 7mm in length and was located in the mid region of the balloon.